Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the atrial lead would not advance so that it could be repositioned. The lead was explanted and replaced. The left ventricular lead was not providing appropriate therapy. The ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.